Event description:
Boston scientific received information that two days post implant, this device showed impedance measurements on the right ventricular (rv) lead of greater than 2500 ohms as well as loss of capture in both unipolar and bipolar configurations and no sensing. A revision procedure was done and it was found that the distal pin of the rv lead was not pushed in all the way past the device setscrew. The lead was then inserted properly, and that alleviated all issues. To date, no adverse patient effects have been reported. At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.